Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous glucose results for 2 patients tested on accu-chek inform ii meter with serial number (B)(4). Patient 1 was initially tested at 1:54 p.m. On inform ii meter with serial number (B)(4) and the result was 26 mg/dl. The patient was not treated since the staff did not believe the result. The patient was re-tested on the same meter at 1:56 p.m. And the result was 122 mg/dl. The patient was not treated based on this result. Staff continued to monitor the patient. Patient 1 was tested again at 2:43 p.m. On inform ii meter with serial number (B)(4) and the result was 64 mg/dl. The patient was re-tested on the same meter at 2:45 p.m. And the result was 99 mg/dl. The patient was not treated based on either result. On (B)(6) 2017, patient 2 (male, born (B)(6) 1949) was initially tested on a different accu-chek inform ii meter at 6:28 a.m. And the result was 61 mg/dl. The patient had symptoms of hypoglycemia and was treated with an amp of d50. At 7:18 a.m. The patient was tested on the same meter and the result was 109 mg/dl. The patient was taken into surgery at this time. Patient 2 was tested on inform ii meter with serial number (B)(4) at 8:51 a.m. And the result was 57 mg/dl. The result of 57 mg/dl was believed to be correct as the patient had just come out of surgery, has a history of hypoglycemia and had hypoglycemic symptoms. The patient was given an amp of d50. The patient was re-tested on the same meter at 8:54 a.m. And the result was 171 mg/dl. The patient was not treated based on this result. This patient had not been taking his regular medications due to the surgery on (B)(6) 2017. There was no allegation that an adverse event occurred. Patient 2 was discharged the morning of (B)(6) 2017. Strip lot 475486 was used for all tests for both patients. Patient 1 was tested with strips from the same vial. Patient 2 was tested with 2 vials of strip lot 475486. Quality controls passed within 24 hours of each event. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer has not returned any product. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Since no product was returned, the investigation could not be completed. Both patients have conditions that could effect the peripheral blood flow through the body which could cause discrepant results. This limitation is covered in product labeling. None of the medications documented are known to interfere with the accuracy of test results.